Event description:
Bowen menuscus cutter attached to stryker shaver and used in the left knee to repair meniscus tear. It clogged and was declogged and reinserted into the knee. It clogged a second time and when it was noted that the tip was off the stem. The scrub nurse found the tip. Another blade was utilized and the procedure ended. While patient was in the recovery room it was noted that the outer tip ws missing. X-rays taken and tip identified on x-ray. Patient re-admitted to the or for an arthroscopy whereby the tip was located and removeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.